Event description:
The patient was revised due to an infection on (B)(6) 2022. The implantation date was on (B)(6) 2022. A cup, a glenosphere and a stem were explanted. No implant was implanted.

Manufacturer narrative:
The event took place outside the united stated (in (B)(6) and was associated with a product that is also cleared for the market in the united states.